Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) following a meal announcement. It was noted that the user had announced a "usual" size meal although it was actually more than usual. Bg decreased to 68 mg/dl after a correction bolus was delivered. The ilet alerted to the low bg, which was corrected with oral glucose. No symptoms, external assistance, or medical intervention occurred.